Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.5 x 150 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. During preparation (air aspiration) prior to use, air was observed coming in at the strain relief tubing at the hub of the pta catheter. There was no damage to the hub noted. The pta catheter was not used in the procedure. A new unspecified pta catheter was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the most probable cause, which appears to be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.